Event description:
Related manufacturer report number: 3006705815-2022-00443. It was reported the patient high impedance on one of the implanted leads. In turn, surgical intervention may take place on a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates one of the patient¿s leads was explanted and replaced on (B)(6) 2022. Effective therapy was established post-op.